Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to an open r82 resistor on the monitor defibrillator pca. The root cause for the open r82 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.